Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that there was poor coupling and the ins was not charging. The patient stated their last charge was a week ago. The patient stated they felt stimulation last night. The patient repositioned the antenna and turned the antenna dial through all four positions which resolved the issue. The patient had 6/8 bars and the coupling issue was resolved. The ins icon was shown as empty and blinking. No symptoms or further complications were reported as a result of this event.